Event description:
It was reported that a spectrum pump under delivered medication to a patient. The customer stated that the device was programmed to deliver at a rate of 21ml/hr for 22 hours. The infusion had to be increased to 30ml/hr for the last 2 hours in order to complete the infusion on time. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter did not receive and was not able to evaluate the device. When the device is received and the evaluation is complete, a supplemental report will be submitted.